Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch #260c94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device was returned inside its opened package without apparent damage. The package was examined for visual inspection and it was open from the peeling area as well as the opposite side. The seal was complete and without apparent damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the seal was complete and in good condition. A manufacturing record evaluation was performed for the finished device batch number 260c94, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/31/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proctrectomy surgery, before used on the patient, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.